Event description:
Please note that during the call on 22.jun.2023 between b. Braun and the clinical nurse specialist medication safety for (B)(6), the clinician identified that the cause of death was believed to be sepsis.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). . Also a call was held between b. Braun and the clinical nurse specialist medication safety for (B)(6) on 22.jun.2023. During the call, the clinician identified that the cause of death was believed to be sepsis. In addition, please note on 28aug2023, b. Braun medical inc. (Bbmi) submitted correction/recall 2532083 08/17/2023-003-c to the united states food & drug administration in accordance with 21 cfr 806. Bbmi will be replacing the upstream occlusion sensors of specific serial number devices due to the potential for false occlusion alarms."

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). This follow-up (follow-up #3) is to correct section b2 from the last submitted follow-up (follow-up #2) to reflect the information provided by customer.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4).. Please note that originally when the report was received, it was unclear if the death mentioned was related. However, during a conference call with the customer on 22jun2023, the clinician identified that the cause of death was believed to be sepsis (reference in follow up #1) but provided contact information to the risk management department for further details. Multiple attempts (2 emails on 23jun2023 & 29jun2023, one phone call on 07jul2023, and a site visit on 12jul2023) were made to discuss and obtain additional details regarding the patient outcome. At this time, no additional information has been provided. As such, this report is submitted amending section b2, h1, and h6 to reflect that this pump is only an additional pump used as the medical intervention for MDR 9610825-2023-00293. There was no actual serious injury or malfunction identified during its use.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number: (B)(4). Two b. Braun infusomat space pumps were involved in the event. Serial numbers: (B)(6). Serial number: (B)(6) was in use during the described event above. The patient was then switched over to serial number: (B)(6) and later expired. This report is for serial number: (B)(6). There is no indication of a malfunction with serial number: (B)(6) at this time. Separate reports are being filed for serial number: (B)(6) and the b. Braun pump sets involved in the event. The unit reported was not returned for evaluation, however, the log history was provided for further evaluation. Log review showed the following: log review: [ ] n/a [ ] alarm confirmed [x] alarm not confirmed. Details of log: dosetrac report shows at on (B)(6) 2023 and 5:55pm an infusion start of 60mcg/min and 250ml (dl: norepinephrine; 56.25ml/hr). At 5:55pm dosage was changed to 100mcg/min (93.75ml/hr). At 5:56pm dosage was changed to 150mcg/min (140.6ml/hr). At 5:57pm pump was placed on standby with no further infusions taking place. The investigation reported the alarm was not confirmed as shown above. A follow up will be submitted if more information becomes available.

Event description:
As reported by the user facility: description of the patient event could not infuse critical drip of norepi the clinician kept receiving downstream occlusion alarms that they could not resolve. Patient injury or death yes, death. These are the additional details b. Braun obtained with the account after a meeting on (B)(6) 2023: infusion started on (B)(6). No occlusion alarms, until 1:22 a.m. On (B)(6); pressure alarm at 3:09 a.m., then 4:56 a.m. The infusion was infusing through a triple lumen catheter in the neck. Other drugs were running, but not on the same lumen (they do not piggyback or double-up vasopressors). There were four (4) or five (5) other pumps connected to the patient. The drugs the patient was receiving were norepinephrine, fentanyl, dextrose, levophed, vasopressin, and bicarb. The patient was very sick and they were talking about the potential to put in place comfort measures for end of life when the incident occurred. The patient's blood pressure had not been great all day prior to the event. All lines other than the norepinephrine were running without issue except the fentanyl had to be increased once. It was reported that at one point the patient seemed to go "rigid" and had some "stiffening". That may have lead them to increase the doserate of fentanyl from 50 - 75, but it is unclear whether that was the reason for the increase in rate. There were no identified kinks or blockages in the norepinephrine line and they had good blood return. They even tried to adjust the patient in case there was some occlusion in the anatomy, but this did not have an impact on the occlusion alarms. Cather placements: patient had a triple lumen and a mid-line in the right upper arm and a peripheral IV in the left arm. Only one lumen of the triple-lumen was being used for the patient. Customer was only able to get dosetrac info for the morning on (B)(6). Likely because the wireless signal in the area may not be good.